Event description:
When deploying the stent, the balloon held pressure at 6 atn's for 5 seconds then was taken to 10 atm's and held pressure for 10 seconds. Balloon then broke and lost pressure. Pinhole in balloon was noticed after removing from pt.